Event description:
It was reported that the pump displayed error code 1840 during infusion of 5-fu fluorouracil while in use by a patient at home. New batteries were installed; however, the alarm continued to recur, and the pump was subsequently turned off. At the time of the event, 14.5 ml had been delivered, and 235.5 ml remained in the reservoir. The recurring alarm condition resulted in an interruption of therapy. There were patient involvement and no reported patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.